Event description:
The port was placed 9/9/96 in the left chest for the infusion of chemotherapy. The port was reported to have functioned for a few months. During a recent access of the port for a saline flush, a bulge developed below the skin in the superclavicular region and blood could not be aspirated from the port. The port was removed from the pt on 1/8/97.

Manufacturer narrative:
The implicated product is a standard profile port with a 8.0 fr. Catheter in a basic tray. The product received for evaluation is a port with catheter attached. The complete assembly measures 10.9 inches long. Multiple scratches mar the superior surface of the port. Blood residue can be visualized within the catheter lumen through the outer diameter and graduated depth markers are printed on the outer diameter with the 25cm marker less than .1 inch from the proximal end. A lot history review reveals no related mfg issues and no other complaints for this lot. The complaint incident report documents the device functioned appropriately "for a few months" after placement. The complaint incident occurred while attempting to access the port with a saline flush. No blood return was obtained, however, a bulge developed below the skin. Tactual exam of the catheter is unremarkable. A 20 ga. Over-the-needle catheter is used to access the port without difficulty. Patency is established by flushing and aspirating the port/catheter with a 12cc syringe via the over-the-needle catheter. No leaks are noted when occluding the catheter's distal tip and hydraulically pressurizing the lumen to sustained pressures greater than 25 psi. Under 5x - 10x magnification the scratches in the port exterior present as both longitudinal scrapes and multiple individual spot damage. All the damage is superficial and does not threaten the integrity of the port. This damage may be the result of access technique caused when the introducer needle misses the port's funneled entrance and makes contact with the port exterior. Microscopic exam of the cath-lock is unremarkable. An impression of the port stem remains in the catheter's proximal end after its removal from the port, however, the catheter's outer diameter is otherwise unremarkable. The catheter's proximal end has a even edge with a flat, striated face indicative of being cut with a scalpel or other sharp instrument. The distal tip has the MFR's intended rounded edge. The complaint of a subcutaneous leak is unconfirmed. No penetrating damage or leaks could be found. The damage found on the port's exterior is suggestive of port access technique difficulties. The product instructions for use provides specific instructions for accessing the port and directs the user to verify correct over-the-needle catheter placement by blood aspiration. Failure to do so may result in extravasation.